Manufacturer narrative:
(B)(4). The device was not received for evaluation. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was damaged and leaking. This was discovered while removing the cassette from the homechoice machine after therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.